Event description:
During follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Sensing noise, far-field r wave oversensing, and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected on the rv lead and ra lead but was not confirmed visually via diagnostic imaging. The rv lead and ra lead were capped and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.